Event description:
Reporter indicated the patient's increased seizures and neck muscle spasms were felt to be due to the vns. The patient does participate in weight lifting activities which may have precipitated the increased seizures and neck muscle spasms. The neck muscle spasms were occurring with vns stimulation. The patient did not have a pre-vns history of neck muscle spasms.

Event description:
Reporter indicated a patient was seen in the emergency room on (B)(6) 2012, due to increased seizures and a "clicking" sound in the patient's chest. The patient's neck was also seen to twitch with each clicking sound approximately every 10 seconds. It was suspected there may be a malfunction with the patent's vns device due to the clicking sound. The patient was also experiencing mild bradycardia (reported via MDR #1644487-2012-02749), but was stable at the moment. No medication changes occurred prior to the events. The patient had no trauma and did not manipulate the vns. The vns generator has no audible components, and is incapable of making any noise. The patient was not feeling well while he was at work, and it is believed fatigue may have contributed to the seizure increase. The patient later had the vns generator and lead replaced due to an unknown reason on (B)(6) 2012. The explanted devices will not be returned due to the hospital's policy. A vns battery life estimate performed by the manufacturer yielded approximately 0.75 years remaining. All attempts to the treating neurologist for further information regarding the events have been unsuccessful to date.